Event description:
A pump malfunction was reported by the customer, which occurred after the customer removed the cartridge incorrectly. There was no reported adverse impact on the customer's blood glucose level. Technical support provided guidance to reset the pump. Following the reset, the malfunction did not occur again, and the customer was able to continue using the pump as normal.